Event description:
It was reported that the monitor of the endoscope did not switch on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: (B)(6) (edited in respective field due to character limitation)

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 and g2 (unmark company representative). Additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.